Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: we have a material safety issue that has occurred at least twice on ca500s. The batch of one of the two clip applicators = batch 1490524 (the other has been discarded) the clip applier closes, but the clips do not present themselves on the jaws. If you want to precede the placement of a clip on a vessel, no clip is placed, but the risk of severing the vessel is very high, with potential bleeding. Patient status: no patient injury has been reported. Intervention: ni.

Event description:
Procedure performed: ni. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Translation: we have a material safety issue that has occurred at least twice on ca500s. The batch of one of the two clip applicators = batch 1490524 (the other has been discarded) the clip applier closes, but the clips do not present themselves on the jaws. If you want to precede the placement of a clip on a vessel, no clip is placed, but the risk of severing the vessel is very high, with potential bleeding. Intervention: ni. Patient status: no patient injury has been reported.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1490524, was included in the recall.